Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer 2.1 not detected on bus. A field service engineer reseated the retractor band cable at both the drawer and module controller and verified station functionality in diagnostics, installed new firmware on new module controller for drawer 2. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 2.1 is consistently failing and not detected on bus. The customer reported that the medication was not accessible in the affected drawer and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.